Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr), implanted pacemaker, and restricted septal leaflets for a triclip procedure. During the procedure, a triclip was introduced to the patient. While testing the clip it was identified that one of the grippers would not descend. Troubleshooting was performed unsuccessfully. The clip was removed from the patient and was cycled again, where the gripper continued to not descend. A new triclip was selected and implanted successfully. An additional triclip was prepared, inserted and placed successfully. While attempting to deploy the clip, there was resistance while pulling on the lock line after approximately 10-15 cm. The deployment continued per IFU. The triclip delivery system was removed while the lock line remained within the patient. After removing the tcds it was possible to remove the lock line while the clip remained implanted successfully. Per the physician, it is believed that a knot had been created on the lock line. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficulty or delay in activation of clip deployment appears to be caused by resistance (mechanical jam) in the lock line. The reported mechanical jam of lock line seems to be related to a knot (material deformation). The reported lock line knot appears to be associated with procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.